Manufacturer narrative:
Failure analysis (fa) has completed their investigation on the guided camera change (gcc) board. Fa was not able to reproduce the reported issue. Fa installed the board into a printed circuit assembly (pca) test system and ran ten (10) minutes sine cycle, 20 power cycles and sat idle for one (1) hour without any errors. Good video was shown on both eyes with no anomalies. The gcc board remained in the test system for 5 days, while testing other parts, and it performed with no issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) went black. The surgeon was able to use the other surgeon console to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the guided camera change (gcc) due to the ssc right side monitor occasionally going blank. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Although the complaint has not been confirmed by failure analysis since the failure analysis is in progress, the information gathered indicates that the device did contribute to the customer reported issue.